Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer continued to use the pump for insulin therapy.